Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. It was also reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 170 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces and no button error alarms were noted during testing. The insulin pump had minor scratches on the display window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip.